Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - therapy didn't run. Findings/action taken: pump checked: pass. Corrective maintenance. The pump is back in service. Pump s/n (B)(4). Additional info received on (B)(4) 2013 per (B)(4) stated the iap-0500f-ln, serial number (B)(4) was sold to (B)(6) (according to invoice of (B)(6) 2006). An update received on (B)(6) 2013 from the support services coordinator, (B)(6) stated that she was never notified about the move. Our database does show that this pump was serviced by (B)(6). No documentation has been submitted showing that the software has been updated. Further update received on (B)(6) 2013 reported that it was confirmed the pump was on a male pt at the time of event. The issue was loss of ECG signal. As a result, the pump was switched out successfully. There were no other issues after this, since it was resolved by switching pumps. There was no report of pt death, complications or injury.